Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.